Manufacturer narrative:
(B)(4) follow up for device evaluation. One sample and one photo of a 1 ml luer lok syringe were received and evaluated. However, the physical sample containing the foreign material was inadvertently lost prior to any testing or photographic evidence collection, therefore, detailed fourier transform infrared spectroscopy analysis could not be performed. The photo shows a loose syringe partially filled with an unknown clear fluid containing a black particulate within the fluid path, however, the size of the particulate could not be determined from the image. This condition is nonconforming to product specifications. Based on the available information, the potential root cause of the foreign material in the fluid path is attributed to the assembly process. A device history record review was completed for material number 309628, lot 5260230. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with applicable product specifications.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: this concerns a complaint about a bd 1 ml syringe, batch no: 5260230. During preparation last week (2026-03-09), the compounding pharmacist noticed, when drawing up the medication into the syringe, that something detached inside the syringe, which could then be seen "floating around" in the medication in the syringe. This was the (B)(4) syringe drawn from the respective medication vial; nothing could be seen in the previous syringes, nothing was in the medication, and it came from the specific syringe. Attaching a picture.